Event description:
It was reported that the patient was experiencing pain at the pocket site and loss of pain relief despite multiple reprogramming. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last few months prior to the date the manufacturer became aware of the event.